Event description:
It was reported to medtronic minimed that the customer experienced unexplained insulin flow block alarms and batteries lasting 5 to 6 days. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-397a, mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue using the reservoir. Mmt-332a was requested, and the customer's response was that the device would be returned. The customer will discontinue using the infusion set. Mmt-397a was requested, and the customer's response was the device will be returned. The customer will discontinue using the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections h6 (component code, type of investigation, investigation findings, investigation conclusions) and h11 (updated analysis summary) with this report. The pump passed all functional testing including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, sleep current measurement test, active current measurement test. No unexpected low battery test alarm noted during testing. Unit was successfully downloaded using thump software. On adapt, no relevant alarms were noted. However, thump and software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Battery cycle 74.0 received the lowbatteryalert (104) on 04/08/2025 07:36:00 faster than expected at 0.02 days. Battery cycle 55.0 received the lowbatteryalert (104) on 03/24/2025 03:14:00 faster than expected at 0.22 days. Battery cycle 10.0 received the lowbatteryalert (104) on 03/20/2025 23:46:00 faster than expected at 0.13 days. Battery cycle 9.0 received the lowbatteryalert (104) on 03/20/2025 17:55:00 faster than expected at 5.9 days. Customer experienced an unexpected power loss of less than 6 days per the pump history records. With reference to the battery duration failure analysis instructions, the customer did experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor or force sensor. The test p-cap cap and reservoir locked properly into reservoir compartment during testing.¿ the following were noted during the physical inspection: cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rail and pillowing keypad overlay. In summary, customer concern for no delivery/occlusion alarm not confirmed. However, low batt test alarms did confirmed. Unit functioned properly and passed all testing within spec. No alarms noted during testing in download history review. However, low batt test alarms did confirmed due to moisture damage on the electronic assembly, motor or force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed all functional testing including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, sleep current measurement test, active current measurement test. No unexpected low battery test alarm noted during testing. Unit was successfully downloaded using thus software. On adapt, no relevant alarms were noted. However, thus and software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Battery cycle 74.0 received the lowbatteryalert (104) on 04/08/2025 07:36:00 faster than expected at 0.02 days. Battery cycle 55.0 received the lowbatteryalert (104) on 03/24/2025 03:14:00 faster than expected at 0.22 days. Battery cycle 10.0 received the lowbatteryalert (104) on 03/20/2025 23:46:00 faster than expected at 0.13 days. Battery cycle 9.0 received the lowbatteryalert (104) on 03/20/2025 17:55:00 faster than expected at 5.9 days. Customer experienced an unexpected power loss of less than 6 days per the pump history records. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 6 days per the pump history records. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor or force sensor. The test p-cap cap and reservoir locked properly into reservoir compartment during testing.¿ the following were noted during the physical inspection: cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rail and pillowing keypad overlay. In summary, customer concern for no delivery/occlusion alarm and low batt test alarms is not confirmed. Unit functioned properly and passed all testing within spec. No alarms noted during testing in download history review. However, moisture moisture damage on the electronic assembly, motor or force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated additional information has been provided in below section with this follow-up report. 1. Section a4 - age updated from 0 to 200 pounds. 2. Section b5 - updated summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary:- reservoir and infusion set is not returning.